Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position/reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that this brady lead was fractured and exhibited loss of capture (loc). Additionally, during the procedure, the lead helix broke and had difficulty of removing the lead. Hence, the lead was surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was fractured and exhibited loss of capture (loc). Additionally, during the procedure, the lead helix broke and had difficulty of removing the lead. Hence, the lead was surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.